Event description:
A surgeon reported that the laser stopped working during surgery. The laser got 2% and then aborted. However the computer continued and informed the surgery was finished but it didn't. The surgeon took his foot off the pedal and replaced it on the pedal but it didn't work. The system was rebooted several times again and then it worked to complete the procedure on the patient's second eye without further issues but it took longer than normal. There was no patient harm. Additional information received from the surgeon who informed the patient may have been overcorrected. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: at the visit on site a field service engineer (=fse) checked laser operation. The fse was unable to locate or reproduce any faults. The device meets specifications. No sample returned for evaluation. The log files review shows a treatment which was stopped at (B)(6) on (B)(6) 2016. The logged date does not match (day and year) the reported event day (B)(6) 2015, however as it was on the last saved date and the only treatment stopped at (B)(6), we concluded that it is the suspect treatment thus evaluate this. The gas exchange and an energy check were performed at the beginning of the day as intended. Before the suspect treatment, another energy check was performed. It was confirmed that the treatment was interrupted at (B)(6) progress with the system message . The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer acceptance criteria. The root cause for the secondary energy too low in unknown, as the device meets specifications at the field visit. The most likely root cause for the progress bar carrying on at the laptop display: the system calculates an estimated procedure time and this is used to generate the progress bar at the laptop, because there is no communication between the system and the laptop during the laser ablation. Thus, if the treatment is not aborted, the laptop has no new input. This is considered a nuisance, as the display on the system shows the correct state of the treatment and the laptop data is updated at finalizing the treatment (abortion or normal finish).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: a cable was returned for evaluation. At the failure analysis of the cable, no failure was observed. The cable works as intended.

Event description:
A surgeon reported that a laser stopped working during a lasik surgery. The laser got 2% and then aborted. However the computer continued and informed the surgery was finished but it didn't. The surgeon took his foot off the pedal and replaced it on the pedal but it didn't work. The system was rebooted several times again and then it worked to complete the procedure on the patient's second eye without further issues but it took longer than normal. There was no patient harm. Additional information received from the surgeon who informed the patient may have been overcorrected. Additional information has been requested but not received to date.